Manufacturer narrative:
The device ro14041 has been inspected for investigation purposes. The tests performed confirmed that the head holder adapter was damaged. The defective part was replaced for repair purposes this report was submitted reported on (B)(6) 2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the head holder adaptor was non-functional. There was no patient involvement reported